Event description:
On (B)(6) /2010, patient reported while changing out the insulin cartridge of his infusion device, he saw a large air bubble at the top of the insulin cartridge. Patient stated this cartridge had been in use for approximately 150 units of insulin. Assisted patient with installing a partially filled insulin cartridge into the infusion device. Patient was able to successfully prime out the air bubble, prime the tubing and place the new infusion device in run mode. Patient declined to address the air bubble issue any further. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.